Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss over one hour was reported. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss of over one hour occurred for transmitter with serial number (B)(6). Data was provided for investigation. The problem was confirmed for transmitter with serial number (B)(6). The probable cause was the transmitter and app were unable to establish a connection.